Manufacturer narrative:
The insulin pump had no button response on up arrow button due to corroded keypad traces. No unexpected number ramping noted. The insulin pump had a scratched display window and cracked battery tube threads.

Event description:
It was reported that the customer was entering her blood glucose and the numbers started to jump. It was stated that the time clock was not advancing. The battery was removed for five minutes and a new battery was inserted, but the anomaly continued. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.